Manufacturer narrative:
The user reported that the switch sparked. Our investigation revealed a cut in the cord that caused the sparks. Failures of this type are generally a result of overbending the cord or getting it caught in a mechanism. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this failure type.

Event description:
The user reported that the switch sparked. Our investigation revealed a cut in the cord that caused the sparks.